Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
After several failed attempts to acquire additional information, this complaint is entered as received: it was reported that "the junction from the dilator to the sheath is splitting at the bottom. The sheath itself is ruckeling from the bottom to make it spilt. They advised this is the third one but didn't note down the details of the others". As a result, a vygon dilator was used to complete the procedure. There was no reported delay, death, or complications to the patient as a result of this occurrence.